Event description:
It was reported that the participant submitted a survey indicating a prolonged fast drop in glucose readings while using the ilet system, consistent with hypoglycemia of unclear cause; an alarm value of 57 was noted and the participant treated with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention without hospitalization. Investigation included a review of the survey responses and case documentation. Investigation of this case revealed no confirmed device malfunction or component failure and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.